Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-06840 - device 2 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 30 apr 2024, it was reported that eight infusion sets cannula were kinked causing blood glucose to be between 200-300 mg/dl. The symptoms were noticed three or more hours after insertion and was inserted in back hip area. The infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.